Manufacturer narrative:
(B)(6). Patient weight not provided for reporting. Original implant date, sometime in (B)(6) 2014. This report is for unknown prodisc-l inferior end plate,/unknown lot number. The patient experienced pain and required additional surgical intervention to remove the pdl implant, and revise to a competitor spacer and uss construct. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a revision for prodisc-l at l5-s1 due to pain and placement of the implant. The surgeon noted the device appeared to be implanted slightly right of the midline and slightly anterior to what is recommended. He did not think placement was related to the patient's pain. He also said the device did not show any wear nor did it look like there were any device related issue. The prodisc-l implant was removed. The patient was revised to an musculoskeletal transplant foundation (mtf) fra spacer at l5-s1. In addition, the patient was flipped posteriorly and the surgeon performed a posterior spinal fusion with a synthes universal spinal system (uss) at l5-s1. There was no surgical delay and the procedure was completed successfully. The patient is reportedly better after the revision. The patient was initially implanted with the prodisc-l implant by a different surgeon in (B)(6) 2014. The patient was better after the initial surgery, but not pain free and the pain worsened over time. This complaint involves three (3) devices. This report is 3 of 3 for (B)(4).